Event description:
It was reported the procedure was performed in the anesthesia department. The catheter was placed into the male patient's neck. During removal of the catheter by the plastic surgeon, the stimucath steel coil began to unravel. The plastic surgeon performed a surgical cut down and was able to remove the unraveled catheter intact. Nothing was retained in the patient. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.